Event description:
It was reported that during a device upgrade procedure the physician noted an "insulation break down through the proximal end of the electrode" on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned to the manufacturer and analyzed. Analysis indicated that the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, the overlay tubing of the lead was extrinsically breached due to a tear, the overlay tubing of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated apparent explant damage and visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.